Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular rhythm in the ventricular tachycardia (vt) monitor zone in which one anti-tachycardia pacing (atp) was delivered for rhythmid (rid). Technical services (ts) recommended programming optimization for rid or raising the cutoff rate. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced a possible atrial arrhythmia however this was undetermined as this is a single chamber device. This patient received atp and shocks for the arrhythmia, which were questioned to be inappropriate. It was noted that the therapy did not convert the rhythm this ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.